Manufacturer narrative:
Updated data: b5., d4., h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was unknown if there were any patient related factors that may have contributed to the patient's stroke.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the patient awoke from an esthesia, facial edema, paralysis of the left upper and lower extremities, sensory disturbance, and left hemispatial neglect were observed. Computed tomography and magnetic resonance imaging were performed and revealed an acute cerebral infarction. Tissue plasminogen activator (tpa) was administered. Following tpa, there were no new hemorrhage or infarction, and the sensory impairment resolved; however, the paralysis of the left upper and lower extremities remained grade 4 via manual muscle testing. Subsequently, rehabilitation was continued and the patient was transferred to another hospital. No additional adverse patient effects were reported. .